Event description:
Caller states patient tested 5.5 inr on coaguchek s system while a comparison lab returned as 3.8 inr. No adverse event reported. No actions taken based on device result. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B) (6).